Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed ise calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
On (B)(6) 2023, the customer reported the generation of three (3) erroneously high with f flag patient results including ise (ion selective electrode) sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. On (B)(6) 2023, customer called back and indicated one (1) additional erroneously high patient results for ise na, k and cl. The customer repeated the patient samples and obtained lower results. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Customer only provided example of patient results run on (B)(6) 2023. Note: f flag indicates result is higher than instrument dynamic range. This MDR will address event occurred on (B)(6) 2023.